Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. This device was explanted. Available information does not indicate that a new system was implanted. No additional adverse patient effects were reported.